Event description:
Procedure type: bariatric procedure. According to the reporter. According to the reporter: the patient underwent some bariatric surgery on (B)(6) 2011. Covidien duet staples were used. The surgery was successful and the patient was discharged on (B)(6). Two weeks later the patient returned to the hospital and during the next several weeks we had the near death surgery complications experience. The complications started with damage to the spleen and progressed to the lungs and other organs. The patient eventually recovered. In 2012, covidien announced that the staples used in the patient's surgery were being withdrawn from the market because of injuries to adjacent organs and complications after surgery.

Manufacturer narrative:
Tracking number (B)(4).